Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 60 mg/dl and 406 mg/dl. The customer treated low blood glucose with oj and high blood glucose level was treated with manual injection. The customer declined troubleshooting for high and low blood glucose. The device will be returned for analysis.